Event description:
We received a copy of the operative note from health information management (him) regarding this failed perclose event. Pt had a repair of aortic coarctation to help with bp control. The perclose was used to close the femoral artery and it failed, requiring a cut down and patch.